Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer.no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was stated that the lower trap door appeared to be tripping a sensor, causing a slamming sound similar to the 'brake' on the lower door activating. This made it impossible for the transfusion to continue, as the door would release and stop every few seconds. This issue arose after the fifth unit of blood was transfused. The staff replaced the level 1 infuser with another available unit. Using the di-60 tubing, they successfully primed the saline, but when they placed the blood in the chamber and opened it for infusion, the blood would not advance past the filter. This specific issue of not advancing past the filter has occurred on two separate occasions in the past week when using di-60 tubing. Both level 1 infusers were assessed by our biomedical team and appeared to be functioning properly when tested. There was patient involvement and a delay in therapy, unknown harm/adverse event reported.